Event description:
It was reported that episodes recorded appear to be noise/interference and false episodes suspected. The device still in use. No patient complications have been reported as a result of this event. It was further reported that the device was oversensing. The device continues to remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that episodes recorded appear to be noise/interference and false episodes suspected. The device still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lifetime vt episode counter: 3. Lifetime fvt episode counter: 2586. Lifetime asystole episode counter: 65535. Lifetime brady episode counter: 1080.